Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01286. This report is being submitted as additional information. The referenced previous pump exchange and infection were reported under MFR report number 2916596-2017-00927. FDA approval for heartmate 3 lvas was received on august 23, 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 10 months, 16 days. Manufacturer's conclusion: no product was returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was placed in hospice care due to a chronic infection and expired on (B)(6) 2018. The patient most likely had a pump pocket infection, however there were no autopsy results to confirm a cause of death. It was reported that the patient had a previous pump exchange and was never able to clear the infection. The pump operated as expected. No further information was provided.